Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product received on 28mar2019. Investigation evaluation: a review of the complaint history, device history record, documentation, quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complaint device was returned to aid in the investigation. One 8.5fr mac-loc catheter was returned in a used condition with a metal stiffener partially inserted. The device was returned with the mac-loc in the unlocked position. Biomatter was present on the catheter. No noted surface damage was noted on the catheter. Investigators measured the metal stiffener inner and outer diameters, the catheter inner and outer diameters, and the catheter end hole diameter and found them all to be within manufacturing specifications. Investigators could recreate the reported failure mode. The device did have the metal stiffener stuck in the catheter, but it was not out of specification for any of the attributes measured. Additionally, a document-based investigation evaluation was performed no other relevant reported complaints from device lot 8786316 or similar device lots 8772980 and 8786312, and there are no other lot-related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used for an percutaneous nephrostomy (pcn) procedure. The user reported during removal of the metal stiffener, it became stuck in the catheter and was unable to complete procedure with the complaint device. A new device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence additional information regarding the event and patient outcome has been requested but is currently unknown.